Event description:
It was reported that the tubing set separated and leaked during a tpn infusion in the pediatric medical/surgical department which resulted in the tpn having to be remade due to potential contamination. The customer later reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of tubing set separated and leaked at the fitment was confirmed. Visual inspection of the set noted that the silicone segment was completely separated from the upper fitment. Further visual inspection of separated silicone segment end noted no o-ring indentations on the silicone segment. Examination under magnification noted no crush marks to the upper or lower fitment. No other anomalies were noted. Functional testing was deemed unnecessary due to the separation from the silicone tubing to the component. Fluid was leaking from the separation. Dimensional testing performed on the upper fitment and silicone segment were measured to be within specification with no issues noted. The root cause of the primary set silicone segment separation was due to the set's retainer ring not being assembled onto the set during manufacturing assembly process.

Manufacturer narrative:
Concomitant medical products: (2)curos caps; non-bd ext set. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The photo provided by the customer shows the silicone segment was completely separated from the upper fitment. The photo also shows the ring retainer to be missing from the silicone segment, but it cannot be determined whether or not it had been properly assembled onto the set during manufacturing.

Event description:
It was reported that the tubing set separated and leaked during a tpn infusion in the pediatric medical/surgical department which resulted in the tpn having to be remade due to potential contamination. The customer later reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It as reported that the tubing set separated.